Event description:
Hold af 12/02patient was implanted with a dynamic hip screw system (dhs) compression hip screw for a femoral neck repair on an unknown date. The patient was returned to the operating room on (B)(6) 2013 for removal of blade plate and screws due to non-union. All implants were removed intact. During the revision, the lag screw would not slide inside the dhs plate. A second lag screw was used to successfully complete the procedure. Reportedly there was a 20 minute delay in the procedure, this report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of synthes device history record for lot 3151018 revealed the lag screw was manufactured in (B)(4). (B)(4). The product conformed to all requirements. (B)(4) parts were released to the warehouse. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation: part was received loose in bag. Decontamination report was present. Lag screw shaft showed some damage, deformation at the insertion end. The point where the damage occurred is not apparent. This complaint is deemed indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation: one part dhs®/dcs® lag screw 12.7mm thread/65mm part and lot was received for evaluation with complaint category ¿does not fit with other parts¿. It was reported that during the placement of the dhs lag screw, the screw did not fit the dhs plate. The shaft of the lag screw would not slide inside the plate. The lag screw was manufactured to the synthes drawing, released on (B)(6) 1996. The bit was manufactured sept. 23. 1998. A review of the drawings was conducted. This is the appropriate drawing for the lag screw at the time of manufacture. The lag screw conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The lag screw was confirmed to be fabricated from 316l hi14 ss. The dimensions, materials, and finishing processes are appropriate for a robust lag screw at the time of manufacture. This review indicates that the design is adequate for intended use, and did not contribute to this complaint condition. The witness marks and statements in the complaint indicate the lag screw was used with an incompatible plate which contributed to the witness marks that are consistent with unforeseen abuse and misuse. Therefore, this complaint is invalid from a design perspective.